Event description:
It was reported that the device was at elective replacement indicator (eri) and longevity was only two and a half years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 1087t competitor implantable pacing lead, (B)(6) 2011, competitor implantable tachy lead. (B)(4).